Manufacturer narrative:
Citation: sophia airhart, et al. Relative prosthesis-patient mismatch after transcatheter aortic valve replacement: the impact of morbid obesity. Catheterization and cardiovascular interventions (2017). The 90(2):341-345 doi 10.1002/ccd.26721. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-old male patient with a past medical history of extreme obesity (body mass index 50). The patient was implanted with a 31 mm medtronic corevalve (serial number not provided). After the implant, an electrocardiogram (ECG) indicated a left bundle branch block (lbbb). Three days post implant a high atrio-ventricular (av) block was noted and a permanent pacemaker was implanted. No additional adverse patient effects or product performance issues were reported.